Manufacturer narrative:
The biomedical engineer (bme) reported that they have had two instances this week of the spo2 and nibp parameters no longer showing up and disappeared. The waveforms are still visible. The toggled back on setting for vital sign values and the issue was resolved. It is unclear what setting they toggled onto get the values to reappear. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 12/08/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/12/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/14/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that they have had two instances this week of the spo2 and nibp parameters no longer showing up and disappeared. The waveforms are still visible. The toggled back on setting for vital sign values and the issue was resolved. It is unclear what setting they toggled onto get the values to reappear. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they have had two instances this week of the spo2 and nibp parameters no longer showing up and disappeared. The waveforms are still visible. The toggled back on setting for vital sign values and the issue was resolved. It is unclear what setting they toggled onto get the values to reappear. No patient harm was reported. Investigation conclusion: the customer reported that on (B)(6) at approximately 8:00 am, the pu-681ra (sn (B)(6), sw 02-25, 32 beds) displayed nibp and spo2 waveforms but the corresponding numeric parameter values were no longer visible on all patient tiles. The issue affected all tiles and was resolved by approximately 9:30 am the same day when onsite biomed toggled the vital sign display settings back on. This had reportedly occurred twice since the unit was reinstalled on (B)(6). No patient harm was reported. Nk tech support confirmed that waveforms remained present and that restoring the display setting immediately resolved the issue. Root cause: configuration settings. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they have had two instances this week of the spo2 and nibp parameters no longer showing up and disappeared. The waveforms are still visible. The toggled back on setting for vital sign values and the issue was resolved. It is unclear what setting they toggled onto get the values to reappear. No patient harm was reported.